Manufacturer narrative:
The device is not being returned by the clinician for eval. The adverse event is attributed to the clinician not using a dental dam while using the hex driver in the surgical procedure. Because the hex driver is a hand instrument, the device is implicated only due to its usage in the procedure.

Event description:
A one-piece, long hex driver (135-451) was used during a surgical procedure for placing a dental implant. In the middle of the procedure, the pt swallowed the 135-451. The 135-451 is a handheld instrument used by clinicians to install or remove cover screws, healing abutments and/or abutment screws. A dental dam was not used by the clinician during the procedure. Two days after the event, the clinician followed up with the pt and advised the pt to receive a scan since the pt had not passed the hex driver.